Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed burning sensation under the sensor patch. On (B)(6) 2024, the patient went to an ambulatory care walk-in clinic and was prescribed an oral antibiotic medication (keflex 250 mg, four times per day for five days) and an oral steroid medication (prednisone 20 mg, every morning for three days). At the time of report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.